Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplement report.

Event description:
The patient stated that in 2006, her blood glucose elevated to over 450 mg/dl. The pt stated that the infusion set was leaking insulin near the cannula. The pt disposed of the alleged infusion set. She stated that she often experienced elevated blood glucose of over 300 mg/dl while using infusion sets from this lot (106357). She stated that the most recent incidents occurred two times in 2007. She stated that she changed the infusion set on each occasion and bolused through her infusion device to lower her blood glucose. The pt's normal blood glucose range is 80-120 mg/dl. No further info is available. The product was requested to be returned for eval.